Manufacturer narrative:
A remote service engineer (rse) spoke to the customer and determined the speaker required replacement. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was provided a replacement speaker to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported the efficia cm12 failed to alarm audibly. The device was not in clinical use at the time of the event, there was no patient involvement.